Manufacturer narrative:
Investigation results: it was reported that, after primary thr, a revision surgery was performed due to a dislocation. A oxinium fem, redapt stem and a polarcup xlpe insert (75018955) were explanted. The device intended for use in treatment was not returned for investigation nor was a batch number communicated. An appropriate investigation could therefore not be conducted and the reported failure mode could not independently be confirmed. Based on the limited information provided, a thorough medical assessment could not be performed. The IFU (lit. No. 12.23 ed 05/16) lists dislocation as a known possible side effect resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the limited information provided, the root cause of the reported issue cannot be determined and the need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint is considered closed. This complaint will be reopened should additional information or the device be received.

Event description:
It was reported that, after primary thr, a revision surgery was performed due to a dislocation. The polarcup xlpe insert 47/28 non-cem was explanted. The outcome of the patient is unknown.